Event description:
It was reported that the device was explanted after an implant duration of zero days. On 09/07/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a suture caught on the valve post, resulting in restricted leaflet motion. Per the operative report of (B)(6)2010, "...it was felt that one of the valve leaflets was not moving properly, potentially being trapped by a suture."

Manufacturer narrative:
(B)(4) = leaflet motion restricted, due to suture looping.device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.